Event description:
Eight french (8fr) foley catheters with stylets were ordered and distributed throughout the hospital and used on several pts. The correct product that is normally stocked throughout the hospital is an 8fr without a stylet. The correct product was on backorder by the vendor. The warehouse mistakenly ordered a substitute item from another vendor that contained a stylet. The substitute item's packaging did not indicate that there was a stylet in the catheter neither was it clear by looking at the package that there was a stylet present. The stylet partially occluded the catheter causing a drop in urine output that resulted in increase of IV fluids in some pts. All catheters with stylets were removed from the hospital.